Manufacturer narrative:
Product event summary:the full lead was returned and analyzed. The distal conductor of the lead was extrinsically over-rotated,visual summary analysis of the lead indicated damage at implant. The analyst also noted: stylet stops at 1 cm due to distal conductor distortion from over-rotation (spin). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during implant the lead dislodged due to abnormal patient anatomy. The guidewire then could not be inserted into the lead. The lead was replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.